Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to an increased resistance between the electrodes of the generator. The likely cause is due to one or more of the following: 1. A tissue build-up on the electrode. 2. Elevated contact resistances due to poorly or insufficiently placed contacts on the working element or the connection cable. 3. Elevated contact resistances due to defective contacts on the working element or the connection cable. This may happen in particular if the instruments are not connected correctly, and the generator is activated. A contact that was damaged in this way must not necessarily cause a failure immediately, but it may gradually degenerate and may trigger the error message described at a later stage. 4. The instrument is inside a gas bubble during activation. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e006 during a therapeutic, trans urethral resection of bladder tumour procedure on two separate occasions. The error eventually stopped occurring and the treatment was continued and completed. In addition, it was also reported that device restarts occur frequently. There were no reports of patient harm.